Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was defibrillator paddle failure. The issue was resolved by replacing the defibrillator paddle and the product is back in service .

Event description:
Philips received a complaint on the defibrillator indicating that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.